Event description:
Patient presented to the physician with skin irritation around the ipg implant that was red and itchy and has gotten darker over time. Physician believes it is an infection and prescribed 1 month of antibiotics. Patient presented back to the physician with minimal redness and itchiness and continued improvement at the ipg implant site. Physician prescribed 1 month of antibiotics.